Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. The libre sensor kit expiration date is 31-mar2021. The medical event associated with this complaint case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specifications when it was released and throughout its lifespan. No additional investigations are required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre sensor. A caregiver reported that on (B)(6) 2021, the customer received an unspecified higher sensor reading when compared to a built-in meter. It was further reported the customer did not experience any symptoms however, the caregiver treated the customer with juice and no further information was provided. Sensor readings of 119 mg/dl and 131 mg/dl were received as compared to readings of 63 mg/dl and 66 mg/dl obtained on the built-in reader on an unspecified date. The readings were obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.